Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part #: 03.804.702s, synthes lot #: j002427, supplier lot #: j002427, release to warehouse date: 22 jan 2021, expiration date: 01 dec 2022, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during kyphoplasty on (B)(6) 2021, the kyphoplasty balloons looked like not enough lubricated as it was very difficult to enter the canulas despite vacuum. There was no patient consequence reported. No further information provided. This report is for one (1) synflate balloon/large- sterile. This is report 1 of 2 for complaint (B)(4).